Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The contact requested assistance from tandem technical support in determining if a bolus of 17 units had been delivered by the pump without user interaction or if the bolus delivered had been user-induced. Blood glucose level was 63 mg/dl. Review of the pump data logs by tandem technical support showed that the customer successfully unlocked the pump screen, and programmed an override bolus of 17 units, and then the pump screen was locked via the wake button. Reportedly, the contact was unsure whether the bolus had been delivered intentionally or unintentionally by the customer. However, the contact acknowledged that the customer requested the alleged bolus and that the pump was functioning as expected.